Manufacturer narrative:
Visual and functional inspections were performed on the returned device and the reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The account reported that the procedure was performed to treat a lesion in the marshall vein. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 - incorrect prep was removed.

Event description:
It was reported that the procedure was performed to treat a lesion in the marshall vein. During preparation the 2.0x6.0mm mini trek ii balloon dilatation catheter (bdc) was inflated once at 8 atmospheres. Then, the balloon was introduced in the patient and inflated once at 4 atmospheres when a leak was noted. Another balloon was used to complete the procedure. There was a 10 min delay in the procedure; however, there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 device code clarifier- incorrect prep.